Event description:
It was reported that balloon rupture occurred. The 68% stenosed target lesion was located in the iliac vein. A 16-4/5.8/75cm xxl esophageal balloon catheter was advanced for dilatation. However, upon inflation, the contrast was spilling out and before it was even inflated, the balloon ruptured. The device was completely removed in normal fashion over the wire and intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.